Event description:
It was reported that customer experienced battery draining faster than expected and needing to charge more often. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, no event timeframe was provided, and technical support was unable to confirm battery depletion, with no additional corrective actions reported.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown / unknown / unknown / unknown.